Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent an unknown procedure in 2014 and an absorbable adhesive barrier was used in her abdomen. Pain started within a week and it has never gone away. The surgeon told the patient that there is nothing they can do and prescribed vaginal cream. Additional information was requested.